Manufacturer narrative:
The intraocular lens was removed and replaced during the same procedure. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that pcb00 monofocal intraocular lens (iol) haptic initially did not unfold completely in the preload inserter. The operator noticed one of the haptics stuck in the inserter and repeatedly rotated it several times in the inserter. Then, the lens was push in the inserter causing the haptic to break. It was noted also that patient has been experiencing blurred vision after cataract surgery, very bad vision while counting his fingers and a lot of corneal edema on his left eye (os). For those reasons, iol was removed and replaced during the same procedure with pcb00 23.5 iol. There was incision enlargement performed during replacement, but no vitrectomy and no suture required. Patient's visual acuity pre-operative: 20/100 . Visual acuity post-operative: counting fingers. The patient has been taking prednisolone drops every hour and might need corneal transplant in the future if corneal edema persists. Product is expected to be returned. No additional information provided.

Manufacturer narrative:
Per follow up with the customer, the patient is doing much better and his corneal edema has resolved. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 9/19/2018. Device returned to manufacturer? Yes. Device evaluation: the device was received in its original packaging at the manufacturing site for investigation. The plunger was in a fully advanced position. The cartridge was correctly engaged to the device. No assembly error and/or defect related to manufacturing process was observed. Visual inspection at microscope magnification was performed and the pushrod was observed exposed out of the cartridge tip. There was lubricant material residue observed in the device. One of the haptics was observed stuck at the cartridge tube; however, the lens was not returned with the device. The reported issue of haptic detached was verified. The condition in which the product was received indicates that the product was handled and prepared for a surgical process. Based on the analysis there is no indication of product quality deficiency. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. The search in the complaint history revealed that no another complaint has been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.